Event description:
It was reported that a power source alert occurred. There was no reported adverse impact to the customer¿s blood glucose level. Initially, the pump did not begin charging even after leaving the wall adapter plugged into a working outlet for at least 30 minutes; however, the customer managed to get the pump to start charging using an alternate charging cable. When the issue was resolved by plugging a different charging cable into a wall adapter, no further assistance was required.